Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving bupivacaine (30 mg/ml at 13.137 mg/day) and morphine (32 mg/ml at 14.013 mg/day) via an implanted pump. The indication for pump use was complex regional pain syndrome type ii and non-malignant pain. It was reported that the patient was somnolent and acting weird after having an MRI. The symptoms had come on suddenly. The event date was noted to be (B)(6) 2016. The pump was not checked after the MRI. The reporter checked the pump today (B)(6) 2016) and did not see any issues. The pump recovered. Per the reporter, the patient was allergic to dye and the patient didn¿t know if dye was used, but if dye was used the reporter stated that could have caused the somnolence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.